Event description:
It was reported that the o2 ball indicator is not working properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement and date of event was received.

Event description:
Additional information was received via email on 02-oct-2022. No patient involvement. The event occurred on 18aug2022.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a crack gas supply indicator, the eyeball was dislodged from the assembly. The housing contains impact marks around the battery compartment. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The gas supply indicator was damaged. The most probable cause was due to impact. The root cause was traced to the customer/user interface. For corrective action the damaged gas supply indicator was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).